Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had black spots/lines that blocked the graphics and text. Customer's blood glucose was 140 mg/dl. Reportedly, customer continued to use the pump along with manual injections for insulin therapy.